Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost a significant amount of weight, causing the ipg to move around in the pocket and causing discomfort. In turn, surgical intervention was undertaken wherein the ipg was repositioned and replaced. Postoperatively, the discomfort has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.